Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. His sensor was reading 105 mg/dl but all of a sudden it dropped to 45 mg/dl triggering the threshold suspend. The insulin pump then alarmed weak signal and lost sensor. The sensor was bent. Customer's blood glucose level was 110 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.